Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. The customer reverted to an alternate pump for insulin therapy.